Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported there was no stimulation. When they checked the device with their patient programmer it confirmed the stimulation was off. The patient stated they "could not get the machine to work." The patient was able to feel stimulation when they turned the device on and increased to 6.40v. They had stimulation in their legs where they needed it and the issue resolved. The indication for use was for spinal pain. Additional information received reported the trial worked, but the permanent implant had never really done what it was supposed to. The patient had no therapeutic effect since implant. In the past 3-4 weeks, the patient had an x-ray done where it was reviewed that something was not in the right place. The patient met with a manufacturer representative to reprogram and they were able to get stimulation down both legs, but that had stopped and the patient only felt stimulation down one leg on group c. Group a went to the patient's stomach and group c went down only one leg. There was pain in the back and legs. The patient was referred to the implanting healthcare professional. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.